Manufacturer narrative:
Correction to h10: during investigation, the exposed portion of the soft cannula was observed to be stretched and kinked. The soft cannula was measured to be out of specification. The timing and cause of this damage is unknown. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were found during the investigation. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.

Manufacturer narrative:
The returned device was evaluated and during investigation, the exposed portion of the soft cannula was observed to be stretched and kinked. The soft cannula was measured to be out of specification. The timing and cause of this damage is unknown. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run that would indicate a fluid path occlusion. No other defects or deficiencies were found during the investigation. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs.

Event description:
A patient reports while wearing a pod between 36 and 48 hours their blood glucose level had rose to 400 mg/dl. As treatment, the patient administered a manual shot if insulin. The patient reports their blood glucose level was at 130 mg/dl after treatment.